Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 8 months post-implant, it was reported that the pt had signs of hemolysis, specifically red urine and high plasma hemoglobin levels. Due to her symptoms the pt was transplanted.

Manufacturer narrative:
The pt was transplanted on (B)(6) 2013. The device was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.